Manufacturer narrative:
Analysis of the lead (lot # v483065) found the outer insulation was broken under connector #1. The proximal end including, conductors #1-#3, were not returned. All conductors were broken 38.4 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v483065, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative and a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported the patient had a needle-like feeling at the position of the electrode and they had symptoms of rigidity and tremor as before their surgery. The patient went to the hospital to check on (B)(6) 2016 and the physician suspected the lead was fractured. Three days later, the patient had an operation and the physician replaced the lead with a new one and their symptoms were improved.

Manufacturer narrative:
(B)(4).